Manufacturer narrative:
Device evaluated by manufacturer: the rotawire device was returned for analysis. Visual inspection of the device identified that the returned wire was froze within the burr catheter and was not removable. Body of the guidewire was kinked. Microscope inspection revealed spring tip was bent and stretched. The total length of the guidewire was measured and found to be 130.0 inches. According to the specifications, the acceptable length range is 130.0 inches plus or minus 1.0 inch, with an upper limit of 131.0 inches and a lower limit of 129.0 inches. This indicates that the guidewire was returned complete for analysis. The outer diameter of the guidewire was measured and found to be 0.0089 inches. According to the specifications, the acceptable length range is 0.0090 inches plus or minus 0.0002 inch, with an upper limit of 0.0092 inches and a lower limit of 0.0088 inches. This indicates that the guidewire was returned complete for analysis. This means that the outer diameter of the returned guidewire was within specification.

Event description:
Reportable based on device analysis completed on 24feb2025. It was reported that the burr could not cross lesion. The target lesion was located in the calcified left anterior descending artery. A 1.25mm rotalink plus and rotawire were selected for percutaneous coronary intervention (pci). It was noted that the burr could not cross the lesion. The procedure was completed with another device. There was no patient complications reported, and patient was good post procedure. However, device analysis revealed that the wire was froze within the burr catheter.